Manufacturer narrative:
The subject device was returned and evaluated. A full technical evaluation was completed in accordance with the ome specification. The camera head was tested: when connecting the device to the video processor no image was shown. This failure was due to the camera cable defectiveness as well as the ccd sensor breakdown. When inspecting the condition of the cable, a cut was identified. Due to the malfunction of image functionality, the white balance couldn¿t be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had an unknown fault. Upon inspection and testing of the customer returned device, the camera head was tested, when connecting the device to the video processor no image was shown. This failure was due to the camera cable defectiveness as well as the ccd sensor breakdown. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 14-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that there was no image due to a malfunction of the cable. The coupled-charged device (ccd) was also defective; there was disconnection of the cable. Therefore, it was likely that the video did not function properly due to a failure of the cable or ccd, and that the phenomenon [no image output] occurred. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.